Event description:
The physician attempted to place a percutaneous endoscopic gastrostomy feeding tube. During the procedure, the dilation tube detached from the bump joint. The physician retrieved the feeding tube by extending the incision and removing the tube with forceps. Another peg tube was placed with forceps. Another peg tube was placed with success and the pt is in satisfactory condition.